Event description:
The central monitoring system (cns) screen went black. The customer tried to power cycle the unit by pressing the power button but the unit would not reboot. Customer replaced the hard drive but the issue remains. MFR ref # 8030229-2014-00040.